Manufacturer narrative:
Philips service performed calibration and adjustment. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a power supply issue caused the system to be non-functional for 2 years on an allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.